Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding/ irregular uterine bleeding") in a 32-year-old female patient who had essure (batch no. B21571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2009; (B)(6) 2013), gestational diabetes, cholecystectomy, depression, anxiety, hyperthyroidism, constipation, hysteroscopy, d & c and gravida. The patient denies suicidal ideations.she has had no spotting. She denies dysmenorrhea. Previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included body mass index normal, libido decreased, menorrhagia, dysmenorrhea, benign neoplasm, blood thyroid stimulating hormone abnormal and anesthesia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 5 months 14 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding during intercourse"), abdominal pain lower ("lower abdomen (several times a week and severe)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and coital bleeding had resolved. At the time of the report, the genital haemorrhage, uterine haemorrhage, abdominal pain lower and dysfunctional uterine bleeding outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding and uterine haemorrhage with essure. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: mr- the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. On an unspcified date, a urine pregnancy test was performed today and the result was negative. On an unspecified date in 2016, with the help of transvaginal ultrasound essure confirmation test was performed. Ultrasound revealed ant everted uterus. Endometrial lining difficult to measure due to irregular border. No adnexal pathology noted. Bilateral essure noted . Ultrasound report shows a 9em x 4cm x 7 cm uter. Concerning the injuries reported in this case, the following one/ones were reported via medical record events abnormal uterine bleeding/ irregular uterine bleeding, dysfunctional uterine bleeding confirming events heavy bleeding, bleeding with intercourse, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)"), uterine haemorrhage ("abnormal uterine bleeding/ irregular uterine bleeding") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 32-year-old female patient who had essure (batch no. B21571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2009; (B)(6) 2013), gestational diabetes, cholecystectomy, depression, anxiety, hyperthyroidism, constipation, hysteroscopy, d & c and gravida. The patient denies suicidal ideations. She has had no spotting. She denies dysmenorrhea. Previously administered products included for contraception: mirena from 2009 to 2012. Concurrent conditions included body mass index normal, libido decreased, menorrhagia, dysmenorrhea, benign neoplasm, blood thyroid stimulating hormone abnormal and anesthesia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 5 months 14 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), coital bleeding ("bleeding during intercourse") and abdominal pain lower ("lower abdomen (several times a week and severe)"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and coital bleeding had resolved. At the time of the report, the genital haemorrhage, uterine haemorrhage, dysfunctional uterine bleeding, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding and uterine haemorrhage with essure. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: mr- the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysteroscopy - in (B)(6) 2016: believe was told working well on an unspecified date, a urine pregnancy test was performed today and the result was negative. On an unspecified date in 2016, with the help of transvaginal ultrasound essure confirmation test was performed. Ultrasound revealed ant everted uterus. Endometrial lining difficult to measure due to irregular border. No adnexal pathology noted. Bilateral essure noted . Ultrasound report shows a 9em x 4cm x 7 cm uter. Concerning the injuries reported in this case, the following one/ones were reported via medical record events abnormal uterine bleeding/ irregular uterine bleeding, dysfunctional uterine bleeding confirming events heavy bleeding, bleeding with intercourse, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding (menorrhagia), abnormal bleeding (vaginal). Events onset date were updated. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding/ irregular uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. B21571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2009; (B)(6) 2013), gestational diabetes, cholecystectomy, depression, anxiety, hyperthyroidism, constipation, hysteroscopy, d & c and vaginal delivery. The patient denies suicidal ideations.she has had no spotting. She denies dysmenorrhea. Previously administered products included for an unreported indication: mirena in 2009. Concurrent conditions included body mass index normal, libido decreased, menorrhagia, dysmenorrhea, benign neoplasm, thyrotropin and anesthesia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 5 months 14 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), coital bleeding ("bleeding during intercourse"), abdominal pain lower ("lower abdomen (several times a week and severe)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and coital bleeding had resolved. At the time of the report, the genital haemorrhage, uterine haemorrhage, abdominal pain lower and dysfunctional uterine bleeding outcome was unknown and the dyspareunia had resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding and uterine haemorrhage with essure. The reporter considered abdominal pain lower, coital bleeding, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: mr- the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. On an unspcified date, a urine pregnancy test was performed today and the result was negative. On an unspecified date in 2016, with the help of transvaginal ultrasound essure confirmation test was performed. Ultrasound revealed ant everted uterus. Endometrial lining difficult to measure due to irregular border. No adnexal pathology noted. Bilateral essure noted . Ultrasound report shows a 9em x 4cm x 7 cm uter. Concerning the injuries reported in this case, the following one/ones were reported via medical record events abnormal uterine bleeding/ irregular uterine bleeding, dysfunctional uterine bleeding confirming events heavy bleeding, bleeding with intercourse, pelvic pain. Most recent follow-up information incorporated above includes: on 23-feb-2018: plaintiff fact sheet and medical record were received- all relevant medical history, concurrent condition, concomitant medication, lot number- b21571 was added.events abnormal bleeding (general), dyspareunia (painful sexual intercourse), abnormal uterine bleeding/ irregular uterine bleeding, dysfunctional uterine bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pelvic pain and coital bleeding had resolved. The reporter considered coital bleeding and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure inserted on (B)(6) 2013 and she reported adverse events including severe pelvic pain. The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016) and the event resolved. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and coital bleeding ("bleeding during intercourse"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the pelvic pain and coital bleeding had resolved. The reporter considered pelvic pain and coital bleeding to be related to essure. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and she reported adverse events including severe pelvic pain. The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy to remove essure on (B)(6) 2016) and the event resolved. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. Endometriosis, adenomyosis, chronic pelvic inflammatory disease, adhesions, irritable bowel syndrome, interstitial cystitis, pelvic congestion syndrome, pelvic organ prolapse, and musculoskeletal conditions are among the most frequent causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.